Event description:
Approximately fourteen months post implantation, the patient was admitted for low flow alarms, worsening heart failure and hypertension. A computerized tomography scan of the chest did not clearly demonstrate evidence of thrombus and the patient's clinical presentation was not consistent with a thrombus event. However, that same CT scan was re-read eleven days later as more likely thrombus than artifact. The patient was started on heparin and enoxaparin injections. The patient was discharged home just over two weeks later on enoxaparin injections. A series of repeat CT scans were taken over the next three months with the final scan showing the previously seen thrombus attached to the inflow cannula is markedly and obviously reduced in size. Only a small thrombus remains attached to the outer wall of the inflow. There has been no follow-up imaging since that date, and no symptoms attributed to the thrombus. Investigation is ongoing.

Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Manufacturer narrative:
The device is used for treatment not diagnosis. It was reported that the patient was admitted for low flow alarms, worsening heart failure and hypertension. A computerized tomography (CT) revealed thrombus attached to the inflow cannula. The device was not returned to the manufacturer for evaluation. The reported event could not be confirmed via controller log files as they were not available for analysis. The most likely root cause of the reported event cannot be conclusively determined; a possible root cause may be attributed to the reported thrombus blocking the inflow cannula. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Applicable risk documentation and experience with events of similar circumstances were considered; events with high power consumption are most often attributed to thrombus formation. This condition may have triggered alarms due to high power consumption. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.